Manufacturer narrative:
Investigation: the disposable set was unavailable for return and evaluation. The run data file was investigated for the procedure. Root cause: the analysis of the run data file indicates, it is possible that the plasma line may have been occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it is possible the flow through the lrs chamber could be higher than expected by the system. This could allow some rwbcs to escape and contribute to the higher than expected rwbc content reported for this collection. Orientation of the hex in the hex holder may contribute to the above. Corrective/preventive action: an internal CAPA has been initiated to evaluate reports of elevated rwbcs related to plasma line occlusions.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.